Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins implanting physician messed up her spinal cord. The patient said that she was paralyzed for a time right after the implant. The patient said she had to go to rehab for a period of time and she can now use her legs, however she has to use a cane and needs additional support so she doesn¿t fall over. The patient does not have good balance. The patient said she was told by a different doctor that the damage that occurred to her spinal cord is permanent. No further complications were reported/anticipated.